Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the right ventricular lead exhibited noise and was reproducible in clinic. The patient was asymptomatic. The ventricular sensitivity was decreased and would be discussed with the physician. No additional information was available.

Event description:
New information received indicated that capture anomaly was also noted on the right ventricular lead. The rv lead was capped and replaced on (B)(6) 2018. Patient was asymptomatic and was stable prior, during and post procedure.